Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the implant never worked as it should. The doctor then checked the pressure regulating balloon (prb) and found that the tubing coming off the balloon had cracked and the balloon was completely empty. A new 61-70 balloon was implanted and old balloon was explanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.